Manufacturer narrative:
(B)(4). Photograph of egiatrs45axt received on 7/18/2016. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a sleeve gastrectomy, the surgeon fired the device but the firing stopped approximately 3/4 of the way down the reload. The surgeon pressed the blue button and the device began to fire but stopped again, prior to reaching the end of the reload. The silver button was pressed, the knife blade retracted slightly but then locked on tissue. To complete the case, a manual handle and new reloads were used to cut the first reload out of the tissue. The current patient status is okay. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was unanticipated tissue loss. There was no irreversible tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. No device fragment fell into the patient cavity. No other reinforcement material was used. There was 30 minutes delay in surgery time. There was no adverse event due to the delay.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one three photos, one handle, one xl adapter, one battery pack, one adapter manual retraction tool, and five reloads opened by the account. This evaluation was based on a technical and medical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an engineering evaluation of the returned devices. The photos show a black reload clamped on a piece of tissue with its I-beam advanced. The knife-bar is herniated and the blowout plate is broken. The pivot plates appear bent. No visual abnormalities were noted for the battery, handle, or retraction tool. The handle eeprom displayed error codes. The adapter was engaged with reload one and a trocar. Reload one was fully fired, clamped on tissue and had a herniated knife bar, broken blowout plate, and rotated cover tube. Reload two had a full complement of staples. Reloads three, four, and five were fully fired. Reloads three and four had damaged knife blades. Reload four also had a deformed anvil clamping mechanism. Functional testing of the battery, retraction tool, reloads, and handle noted no further abnormalities. Reload one was unloaded from the adapter by engineering. The adapter was then functionally tested and found to exhibit no functional abnormalities. Engineering disassembled the reload and observed gouge marks in the adapter knife slot in line with the proximal end of the knife bar at the point the adapter firing rod disengaged with the knife bar. A review of the device history records indicates the device lot numbers were released meeting all quality specifications. The locked on tissue condition may have been the result of herniated knife bar, damaged adapter knife slot and damaged knife laminates, however the exact cause of these conditions could not be reliably determined. Potential root causes for these damages may be due to the reload being over articulated prior to firing or if multiple button presses occurred at the end of the 45mm firing stroke resulting in the blowout plate breaking, leading to the knife bar herniating. Replication of this anvil clamping mechanism condition may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. Visual and functional testing of the returned products confirmed the products did not meet quality release specifications that were tested due to the observed reload damage. The file will be closed as could not be reliably determined. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Manufacturer narrative:
(B)(4). The device was returned on 08/16/2016.